Event description:
It was reported that the pump battery was unresponsive. Reportedly, the customer reverted to manual injections pump for insulin therapy. The customer's blood glucose level was 90-120 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.